Manufacturer narrative:
Previous gi bleeding captured under MFR. Report # 2916596-2025-03951. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 with anemia, weakness and low flow alarms. The patient was given 2 units of packed red blood cells (prbc) at outside hospital for hemoglobin (hgb) of 7.8 and hgb 11 on (B)(6) 2025. Holding coumadin, international normalized ratio (inr) was 2.7. The patient's inr goal was 1.8-2.2 due to previous gastrointestinal (gi) bleeding events and off aspirin previously. There was no gi consult due to patient not wanting any scopes done. Palliative care consult was performed. The log file from (B)(6) 2025 until (B)(6) 2025 captured some low flow alarms. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file also contained low flow hazard events when the pulsatility index (pi) was dynamic and elevated. The low flow readings appeared to be a patient related issue. The equipment was operating as intended. The patient declined gi evaluation. The source of bleeding was unknown. The bleeding did not resolve. Blood pressure was optimized, the patient was hydrated, hemoglobin stabilized, and the patient continued to have low flow alarms with standing and activity. The patient was discharged home with hospice care.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported bleeding and subsequent patient outcome could not be conclusively established through this evaluation. Review of the submitted log file confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The log file contained events data from (B)(6) 2025 through (B)(6) 2025. Intermittent low flow hazard alarms were captured throughout the log file when the estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the system appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1, ¿introduction¿, lists bleeding and death as potential adverse events that may be associated with the use of the heartmate ii lvas. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient passed away under hospice care on (B)(6) 2025. The pump would not be retrieved.